Event description:
It was reported that the patient presented in-clinic after receiving a patient notifier vibratory alert. The device was found to be in backup vvi. The physician elected to explant and replace the device due to the backup vvi condition and the advisory. The patient was asymptomatic prior, during, and after the case. The patient was stable in the recovery room post-operation.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory due to review of device image. The cause of the backup vvi was multiple rf interrupts caused by an rf ic anomaly. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).